Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional contact info: (B)(6). A getinge field service engineer (fse) could not reproduce the customer's complaint. After reviewing the log, fse did verify multiple major fault codes in the logs. Major fault as occurrences: 111(7), 112(6), 113(6), 118(35), 124(1), most of these fault codes occurred due to the shutdown. Fault code 118 (sol wdt failed) occurred 35, according to the service manual, related to solenoid control pcb. Replaced the solenoid control pcb and functional tested without further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to the customer and cleared for use. The failure analysis and testing dept. Received with a reported unit failure of a shutoff while on the patient and multiple error codes. The fat performed a visual inspection and found the part in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the failure. This board is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no harm reported.